Event description:
It was reported that the patient's r-waves dropped. The physician decided to switch the lv and rv pace/sense portion of the leads. Due to the inability to induce, the physician decided to continue monitoring the patient. The lead remains implanted.

Event description:
The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.